Manufacturer narrative:
Review of batch records indicate the product was manufactured to specification. The instructions for use provided with the product state that infection is a risk.

Event description:
After undergoing dental implant treatment with bone graft material and membrane (membragel), patient complained of pain and discomfort to clinician in 2009. Antibiotics were prescribed. Upon examination three days later, clinician stated symptoms improving. After completion of antibiotics, clinician stated symptoms returned the following week, and patient was experiencing pain and a tingling feeling up left side of nose and under left eye. A 2nd course of antibiotics was prescribed. Clinician stated upon examination, a breakdown of the flap was revealed and appears ulcerated with fragmented membragel visible. X-rays were taken. Implants adequate but bone graft lost. Clinician removed graft material and applied dentomycin. One week later, clinician stated patient is still in pain but improving. The next month, clinician states no evidence of infection and most "holes/ulcers" in flap are starting to close.